Event description:
The customer reported to olympus, whenever 160 or 180 series scopes are connected to the cv-190 evis exera iii video system center the image is wavy, getting colored lines and no image is displayed. The issues were found during preparation for an unknown procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. During the device evaluation, it was found that the image issues were caused by printed circuit board failure. Additionally, the main switch was damaged. The device evaluation found damaged worn video connector latch causing poor connection with pigtails, older software version and minor scratches on the top cover. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board/patient board set could not be identified. The cause of the faulty printed circuit board/patient board set might have been related to the effect of the design change of the operational amplifier of the dr board (printed circuit board) before countermeasures were implemented, or it is possible that cause is related a connection failure with the video connector. It was confirmed that the design change of the operational amplifier of the dr board was conducted on april 16, 2018. Olympus will continue to monitor field performance for this device.